Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated. The following information was provided by the initial reporter: material no: 2426-0500 batch no (lot no): 20053111. It was reported the tubing was separated into 2 pieces. This tubing was taken out of it¿s original packaging on july 3/20 and was found to be in 2 separate pieces.

Manufacturer narrative:
It was reported the tubing was separated into 2 pieces. Received from the customer was one unused set model 2426-0500 lot 20053111 (with its packaging pouch). During visual inspection, it was noted that the tubing p/n tc10013433 was completely separated from the distal smartsite p/n 12274436 inlet port below the lower fitment. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis was performed on the separated tubing (p/n tc10013433). In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (distal smartsite outlet port). The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Device history record for model 2426-0500 lot 20053111 shows that the set was manufactured on 10 may 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Equipment used (measurement performed on (B)(6) 2020) ram optical instrumentation/eq08204/calibration due date (B)(6)2021. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA 1027651). Although the corrective actions were implemented prior to the manufacturing of this lot 20053111, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated. The following information was provided by the initial reporter: material no: 2426-0500 batch no (lot no): 20053111. It was reported the tubing was separated into 2 pieces. This tubing was taken out of it¿s original packaging on (B)(6) 2020 and was found to be in 2 separate pieces.